Manufacturer narrative:
(B)(4). Unit was not received stuck in the manufacturing mode. Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08710 inches. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as vomiting and treated with syringes. Customer's blood glucose value was 206 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.